Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Related patient identifier: (B)(4).

Event description:
It was reported that during an unspecified procedure, the smell of smoke was observed two times while using the subject device. There was no report of patient harm. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.